Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # m91z0n. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components and 1 clip partially formed inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed one partially formed clip due to an anti-backup failure and 8 conforming clips and the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the anti-backup failure and lockout failures. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the moment of making the shot the handle stuck and did not release the clip. Dr. Change of input. There were no patient consequences.